Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (constant gong alarms) has been confirmed. As received, the monitor failed incoming testing. Upon evaluation, the driven ground was defective. The cause of the constant gong alarms and test failure is the defective driven ground. The cause of the defective driven ground is an open r781 resistor on the computer / analog (ca) board. The root cause of the open r781 cannot be positively identified but is consistent with damage observed after external defibrillation. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.